Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that after a colectomy procedure, the patient was in ICU before having the colectomy. During the colectomy procedure, which began at 8 am on (B)(6) 2015, the surgeon used an intraluminal stapler to anastomose intestines end-to-side and the device to close the incision; which was used to put the intraluminal stapler into the intestine tube. After the procedure was finished, no abnormalities were detected at that time. But at 1 am (B)(6) 2015, the patient was found bleeding in the ICU. Examination result indicated the patient had excess heme. The surgeon had to perform revision surgery. The original incision was opened and hand sewing plus a new device were used to complete the surgery. The patient is still in ICU for further observation.